Manufacturer narrative:
(B)(4). Batch # unk. The lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a hemicolectomy procedure, the polymer of the jaw detached. The detached piece did not fall into the patient's cavity. There was no patient consequence reported.